Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm large suture cut needle driver instrument could not be controlled. There was a delay of 15 to 30 minutes. No fragments fell into the patient. The procedure was completing as planned but the patient outcome was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was tested on an in-house system showing 8 lives remaining. The instrument passed needle driving, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. The instrument successfully passed all functional tests as it was fully functional.

Event description:
Refer to h11 for follow-up information.